Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted with the reset, after which the malfunction code did not recur. The customer was advised to resume deliveries and contact technical support if any further issues occurred. The customer understood and acknowledged the instructions.